Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the customer was hospitalized and due diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was unknown at time of incident. It was reported that they were treated with insulin drip. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.